Event description:
Plaintiff alleges that she has developed a latex sensitization from contact with latex gloves, and as a result has developed serious, severe and permanent bodily injuries, including but not limited to, the development of latex hpersensitivity, asthma, respiratory problem, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress. Further alleges pecuniary damages resulting from her lost wages and expenses incurred to treat these harmful effects.